Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue. Technical support instructed the customer to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge using the correct technique. The issue was resolved after the customer successfully loaded the second cartridge and resumed insulin delivery.